Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a failed battery test alarm. The customer¿s blood glucose level was unknown. The customer reported that neither compartment nor spring are damaged or corroded. The customer cannot get the cap off to look inside due to the damage to the battery cap. The customer stated they were not able to remove the battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer was advised to continue using the pump until she gets a battery alarm then revert back up plan. The insulin pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, unexpected restart error test and all operating currents tested within the specification range. The pump was monitored and tested with no failed battery test noted. The pump was received with a stripped battery cap coin slot.

Manufacturer narrative:
Insulin pump passed displacement test, unexpected restart error test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no failed battery test noted. Insulin pump received with stripped battery cap coin slot noted.